Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii device was attempted for use during a cholangioscopy with electrohydraulic lithotripsy (ehl) procedure on (B)(6) 2026, for the treatment of biliary collection. During the procedure, the first spyscope lost visualization. A second was opened, but it also lost visualization. Troubleshooting was attempted without success, and despite the efforts, the procedure was canceled and the patient will be rescheduled. No patient complications were reported as a result of this event.